Manufacturer narrative:
### Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420 / catalog #:  1420 / expiration date: 31-oct-2020 / serial or lot#: (B)(6) UDI #: (B)(4) d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 10-oct-2019 h5: no  ###  medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller exhibited multiple electrical fault alarms. The controller also exhibited multiple ven tricular assist device (vad) stopped alarms indicating that the vad stopped pumping. The ventricular assist device (vad) remains in use. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that the pump and controller met all requirements for release. Log file analysis revealed 62 electrical fault alarms, 191 reactivation events, and 36 vad disconnect alarms were logged between 17/nov/2023 and 22/nov/2023. Review of the alarm log file also revealed 2 vad stopped alarms were logged on 17/nov/2023 at 12:32:43 and 21/nov/2023 at 10:48:49. The electrical fault alarms and reactivation events were logged since 14/nov/2024 starting from due to an overcurrent trip condition in the rear stator and the front stator, resulting in the pump running in single stator operation. The vad stopped alarms indicating that the motor stators failed. Electrical fault alarms were simultaneously recorded at the time of the vad stopped alarms due to overcurrent conditions, which resulted in the stators failing. The vad disconnect alarms were logged indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting. As a result, the reported events were confirmed. The most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller, likely due to troubleshooting. Based on risk documentation and the available information, a possible root cause of the electrical fault alarms, vad stopped alarms, and observed reactivation events due to an overcurrent condition can be attributed, but not limited, to a short in the driveline likely due to damage to the controller driveline port, and/or driveline connector. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.